Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had their spinal cord stimulator for three years, but was going to have it taken out and replaced with a pump because their ins was not helping them enough since implant ((B)(6) 2013). The patient reported that their healthcare provider (hcp) would put a pump in where their ins was located. No further complications were reported/anticipated.